Manufacturer narrative:
(B)(4). The device has been requested to be sent from user facility to our (B)(4) laboratory in (B)(4) for investigation. A follow-up report will be provided after the examination results become available.

Event description:
As reported by the user facility ((B)(4)): pump switched off mid infusion.

Manufacturer narrative:
(B)(4). Result of examination: the history files were read out and analyzed. During the therapy between the mentioned day of event, the alarm "battery near empty" occurred once and the pre-alarm was confirmed by an user. Half an hour later the alarm "battery empty" occurred and the perfusors stopped with the infusion. Three minutes later the device switched off itself. Thereupon the sample was subjected to a visual and functional examination. We detected slightly contaminations and age-based marks of use. A performed long term test revealed no abnormalities. Following the sample was dismounted and the inside was investigated. Some material compressions subjected to the upper and bottom housing were discovered inside. The alarm "battery near empty" was confirmed by an user. It did not switch off itself. Thirty minutes later the infusion stopped with alarm "battery empty". Following is described in the instructions for use. When the device is not connected to mains, the device switching off itself automatically after three minutes.